Manufacturer narrative:
(B)(4). Additional information received on 15-aug-2023 indicates none of the peel away sheath was left in the patient. It was also reported that the procedure was completed without needing an additional sheath. Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "while attempting to peel the peel away sheath, one side of the white sheath hub broke off". The patient's condition is reported as fine.

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "while attempting to peel the peel away sheath, one side of the white sheath hub broke off". The patient's condition is reported as fine.